Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 419688 lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient was brought back to hospital two weeks post implant left ventricular (lv) lead due to high thresholds. There was also no capture on the lead. When lv lead was disconnected from device and looked at under fluoroscopy it was noted the lv lead had not moved from previous position. Through analyzer the lv lead was functioning with normal thresholds to rv ring and lv ring to rv ring with anodal stimulation capture but consistent. The physician was fine with this and chose to leave in same position. However, when lead was reattached to device capture threshold in same vectors was high. The device was changed out, however, the same anomaly happened. The physician chose to leave lv lead at high outputs and close due to patient's age and length of procedure time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.